Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that not enough insulin was delivered with the bolus wizard. The blood glucose reading was 230 mg/dl. She stated that the insulin pump had delivered 4.2 units and that when she had previously entered the same blood glucose reading, the insulin pump delivered more insulin than that. Customer was advised that the bolus wizard adjusts the correction bolus based on the insulin sensitivity and target blood glucose but customer bolus estimate was not adjusted. Customer was advised to talk to a doctor to verify if the basal amount is correct. She stated that the drive support cap appeared normal and recessed. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit the tubing. A no delivery alarm was found in the alarm history. The issue had been resolved with a reservoir change. Customer declined further troubleshooting. Nothing further was reported.